Event description:
The physician prepared the 9f balloon guide catheter prior to use and the device appeared to inflate and deflate properly. The physician inserted the balloon guide catheter into the patient using a 9fr. Pinnacle 10 cm (length) femoral sheath. One retrieval attempt was made using a merci retriever. When the physician attempted to deflate the balloon on the balloon guide catheter the balloon would not deflate. The physician made five attempts to deflate the balloon, none of which resulted in deflation of the balloon. The physician then pulled the balloon guide catheter (with the balloon still inflated) from the ica down to the groin and deflated the balloon by inserting a 27 gauge needle through the patient's skin. No patient injury/adverse clinical sequelae occurred that was directly related to the slow deflation of the balloon on the balloon guide catheter or the interventional measures taken to deflate the balloon.